Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade IV, generalized illness. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a breast augmentation revision with two 550cc smooth mentor memorygel breast implants has experienced postoperative left-sided rupture of implant, bilateral grade IV capsular contracture, and unexplained systemic symptoms, including migraines, back and neck problems, numbing in left arm, back and neck pain, over all fatigue, dislocated rib, some back issues with the whole back went out, low blood pressure, shortness of breath, headaches, and weird ache in back and left arm. In addition, the patient reported that she can feel the implant moving around, the left side is worse with soreness, tightness, and discomfort. As a result, the patient is scheduled to undergo explantation without replacement on (B)(6) 2020. This medwatch report is for the left-sided implant.

Manufacturer narrative:
On 31-mar-2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).